Event description:
I have numerous debilitating symptoms resulting in thyroid disease, hashimoto's, depression, anxiety, dry skin, brain fog, memory loss, headaches, fatigue, joint pain, muscle aches, numbness in arms and legs. This is all from breast implants that I've had for 13 years. I had explant surgery 3 weeks ago and many symptoms are now going away. FDA safety report ID# (B)(4).